Event description:
In this event it is reported that while a patient was wearing aligner they experienced bleeding gums and sore and irritated oral tissues during use. The outcome of this event is unknowns as of this MDR and further information requested.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available. Investigation- DHR: so-(B)(4) / patient ID# (B)(6) / practice ID# (B)(6) , qty. 28 assy-500011 (aligner), were packaged on march 01, 2023, by of first shift by bag & box operation. - the information in the manufacturing system shows that the sales ordered mentioned in this complaint so-(B)(4), the aligners have a scalloped trimming line spec. Digital files: we reviewed the digital files of the aligners of this sales order, and all show a scallop trimming line. The customer did not provide evidence of the alleged event. No defect proven in the manufacturing process. Conclusion code: no failure found.